Manufacturer narrative:
H6 - code c21: the device lot/serial number (lsn) was obtained very recently. Consequently, the device manufacturing history is unavailable. Results pending completion of investigation. H6 - code b20: the devices remain implanted and therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. Manufacturer report #2017233-2026-07515 is associated with this same patient, same implant date, same treatment site with same issue. Two vbx devices were implanted during index procedure. Multiple vbx devices were implanted during the index procedure. It is unknown which of the 7x79 vbx device was implanted in the right renal artery. Therefore, only one report is submitted. The second 7x79 vbx device implanted during index procedure has the following information: lsn #(B)(6); UDI # (B)(4); catalog #bxb077902a. Results pending completion of investigation. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 3025, a patient with a non-ruptured aneurysm underwent a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted in the visceral arteries as branch devices. Two vbx devices (6 x 79 and 7 x79) were implanted in the right renal artery. On (B)(6) 2025, the patient underwent a second procedure for aortoiliac bilateral iliac stenting. Iliac branch endoprosthesis were implanted. At this time, the angiogram confirmed right renal patency. On (B)(6) 2026, cta demonstrated occlusion of the right renal artery and kidney was atrophied. Two 7 x 79 vbx devices were implanted in each renal artery during the index procedure. It is unknown which device/lsn was implanted in the rra. Consequently, both were added to this complaint.